Event description:
During a retrospective review of the manufacturer's programming history, database revealed that on (b)(56) 2006 diagnostics performed resulted in high lead impedance. No other diagnostics were available for the pt's device. The pt's previous generator programming history was also reviewed, which showed diagnostics within normal limits on (B)(6) 2005, which was the day before the generator was replaced due to unk reasons. Programming history shows that the pt has been seen since the high lead impedance diagnostic observed ((B)(6) 2006), but it is unk if the pt is experiencing any adverse or device issues as no further history is available. Good faith attempts to obtain additional info on the event have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.